Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm damage battery cap due to unit was received with no original cap. Unit received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer¿s mother reported via phone call that there was fluid in the battery compartment and it was scratched. The customer¿s blood glucose level was 110 mg/dl. Customer states o-ring is free of debris and the home screen did not appear on the display. Troubleshooting was performed. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.